Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed damage to the power flex circuit. The connector on the circuit had shorted and pin 2 and 3 of jp4 was burnt. The unit was opened up and inspected even further. There were no further issues observed. Vyaire medical replaced the power flex to address the reported issue.

Event description:
It was reported to vyaire medical that the pigtail receptacle on the ventilator was damaged as if it has shorted. While examining the ventilator, it was discovered that the ventilator had burnt components. There was no patient involvement associated with this reported event.